Manufacturer narrative:
The event of asia syndrome is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "asia syndrome" and "muscle contracture derived from breast implant"

Event description:
Patient reported "asia syndrome" and "muscle contracture derived from breast implant". Healthcare professional reported "asia syndrome", ¿bii¿, "capsular contracture baker grade ii" diagnosed via ultrasound. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.3, g.1, h.6.

Event description:
Patient reported "asia syndrome" not device related and "muscle contracture derived from breast implant". Healthcare professional reported "asia syndrome", ¿bii¿, "capsular contracture baker grade ii" diagnosed via ultrasound. Patient later reported "pain on palpation, capsular contracture are evidence of muscle contracture, joint and muscle pain, chronic fatigue, concentration and memory problems, rash, hair loss, frequent skin rashes, respiratory problems, chronically dry mouth and eyes, depression, anxiety and insomnia, gastrointestinal and digestive problems. Asia syndrome, bi, breast cyst". All events related to asia syndrome and bii are not device related and not reportable. Autoimmune disorder is no longer reportable for this record. This record is for the right side. Device remains implanted.